Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted during a sling placement procedure performed on (B)(6) 2018. According to the complainant, after the procedure, the patient experienced post-operative pain and was given with enantyum as a treatment. It was also reported that the patient again experienced urinary incontinence one month after the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted during a sling placement procedure performed on (B)(6) 2018. According to the complainant, after the procedure, the patient experienced post-operative pain and was given with enantyum as a treatment. It was also reported that the patient again experienced urinary incontinence one month after the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on september 14, 2018. The patient was prescribed with enantyum as a standard treatment.